Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).

Event description:
The reporter indicated the surgeon inserted a aq2010v +24.50 diopter three piece silicone lens in the patient's left eye. Lens tore upon insertion into the eye. Lens was removed with no patient injury. Another same model and size lens was implanted. Cause of lens tear is unknown.

Manufacturer narrative:
(B)(4). Method: device history record review. Result: visual inspection of the returned product found the lens torn into three pieces. The lens was returned dry, there was traces of dark colored residue on the optic surface. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search, production evaluation, and device history record review, a specific root cause of the event could not be determined. Claim # (B)(4).